Event description:
Boston scientific received information that the patients daughter contacted technical services as the patient had traveled overseas and complained of shortness of breath. It was alleged that the device was not working. It was noted that it possible to interrogate the device in the united states where the device was implanted, while during a follow up the device was not interrogated. A request to technical services was made regarding if an updated software was needed for this device. Technical services discussed software application when it comes to interrogating the device. The field representative will follow up with the case and attempt to interrogate the device again. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.